Manufacturer narrative:
The customer removed the product from service on (B)(6) 2015. The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. However, the customer then declined repair and the device was returned as requested by the customer. Consequently, root cause investigation cannot be performed since no repair was done. Lack of a respiratory trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a service repair request on (B)(6) 2015 for failure of the respiration parameter to display from the command module model 91496 during patient use. No injury was reported as a result of this event.